Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 2.5 years remaining to end of life (eol) over the course of approximately five months. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
The returned ICD was analyzed, and the battery voltage was found to be lower than expected but still supported full device function. Using historical daily battery voltage measurement data, engineers determined this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 2.5 years remaining to end of life (eol) over the course of approximately five months. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.